Event description:
It was reported that a remote monitoring transmission was received for a rhythm check and the patient was noted to have sepsis from escherichia coli. Intermittent atrial undersensing was noted on the stored episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead, (B)(6) 2002. (B)(4).